Event description:
While testing the micro sagittal saw before a procedure it ran without user activation. There was no patient involvement and no adverse consequences associated with this event. Upon evaluation at the manufacturer it displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement and no adverse consequences to the user alleged with this event.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the motor and wear was found on the driveshaft.